Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited noise in the right atrial (ra) and right ventricular (rv) channel. Boston scientific technical services (ts) reviewed the stored episodes and noticed an event of ra oversensing without asystole. Additionally, the right ventricular (rv) lead exhibited one high out of range pacing impedance measurement. Ts concluded evidence was suggestive of lead impairment and recommended checking the patient in person and considering replacing the leads. The system remains in service. No adverse patient effects were reported.